Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during preparation, the mapping catheter was kinked and there was a breach in the insulation. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 213928015 showed the service loop was intact but the shaft was broken at 1.68 inches of the proximal end close to the ECG connector. There were no ECG wires broken inside the shaft. The reported shaft kink was not confirmed through analysis. However, the returned product inspection failed due to a broken shaft. If information is provided in the future, a supplemental report will be issued.